Manufacturer narrative:
Initial and final MDR 1891698- MDR 3003442380-2024-09319- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on (B)(6) 2024. The blood glucose level of the patient was approximately 400 mg/dl. Moreover, the issue occurred with threesimilar types of infusion sets used between four hours and three days and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.